Manufacturer narrative:
The pump passed the displacement test and self test. However, the main arm cannot communicate with the motor arm was found in formatted history file due to moisture damage found on the electronic assembly. The pump was received with broken belt clip rails. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had clip rail broken and received pump error alarm. Customer stated that self test was passed. Customer stated the insulin pump had neither bumped nor dropped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.